Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured during filling. There was no patient injury or medical intervention necessary, as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tissue pad missing (piece returned) and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed..

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, there was no white padding noted on the jaws. It was used for 1 ½ hrs. It is unknown how the procedure was completed. No other details were provided. There was no patient impact.